Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 729 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip and insulin injection. Customer also reported that the infusion cannula was bent and there was leak at the infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. .(B)(4).

Event description:
Event date has been changed to (B)(6) 2019 .